Manufacturer narrative:
E1-initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified below the knee vessel. A 1.5mm x 20mm x 142cm, coyote es during the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified below the knee vessel. A 1.5mm x 20mm x 142cm, coyote es during the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event. The coyote es was returned for analysis, and investigation was completed on 23apr2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.